Event description:
The reporter called and alleged discrepant results on the device when compared to a lab for a correlation study. The reported device result/lab inr reported were 4.34/1.60, 2.4/1.6, 2.57/1.80, 1.65/1.10, 4.79/3.50 and 1.28/2.0. No other info was provided.